Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes resulting in a fall which injured their nose, lightheadedness, arrhythmia, asystole and heart block. The right ventricular (rv) lead exhibited loss of capture and intermittent elevated thresholds. The patient received resuscitation and chest compressions. The rv lead was reprogrammed and was later capped and replaced. No further patient complications have been reported as a result of this event.